Event description:
It was reported that non sustained right ventricular oversensing episodes were shown via merlin.net transmission. A capacitor maintenance was performed successfully. No patient symptoms were reported.